Event description:
The physician used sprinter legend rx balloon dilatation catheter to pre-dilate a lesion that exhibited severe calcification and was reported to be located in a tortuous vessel. Post dilatation with the sprinter legend rx device, the doctor reported that a dissection of the vessel occurred. The dissection was treated with the successful implantation of an endeavor resolute stent.

Manufacturer narrative:
(B)(4). Evaluation: results: (patient vessel morphology, lesion was severely calcified and tortuous), (dissection). Evaluation: conclusion: (patient vessel morphology, lesion was severely calcified and tortuous).